Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with their pacemaker that was unable to communicate via radio frequency (rf) telemetry. Troubleshooting steps were done but to no avail. Rf connection was unobtained with two different programmers with two different rf antennas. Wand communication still available. It was unknown if this was rf lockout. Rf telemetry was unable to be established at a later time. The patient was stable.